Manufacturer narrative:
(B)(4). B5: describe event or problem- correction . H6: adverse event problem- correction . H2: correction.

Event description:
It was reported that a a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.